Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in regarding lead integrity alerts (lia's) that had triggered on the patient's right ventricular (rv) lead. The ahp indicated that the lia with increased sensing integrity counter (sic) and high rate non-sustained (hrns) episodes could be caused by an interaction with the patients transcutaneous electrical nerve stimulation (tens) unit that were using for their feet at the time of the recorded oversensing episodes. The lead remains in use. No patient complications have been reported as a result of this event.